Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately the beginning of (B)(6) 2012 prior to contacting lfs. The patient reported blood glucose readings "between 280 and 350 and one in the 400's mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on oral medications of metformin pills (250mg, 2x daily) and novolog insulin (sliding scale). Despite the alleged issue, the patient indicated she continued to manage her diabetes regimen as usual. At an unknown date/time, the patient reported having symptoms of "shaky in the legs, feeling low, nausea, and dizzy" after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the test strips were in good condition. The patient was not able to perform a quality control solution test since the control solution was not available at the time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.